Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. The customer changed the infusion set site and tubing multiple times. During the system check with tandem technical support, the customer changed the cartridge and an inaccurate fill gauge reading and minimum fill estimate were received. The system check determined an air leak was detected in the pump. The customer's blood glucose level was not impacted and the customer reverted to using insulin injections to manage diabetes.